Event description:
(B)(4) from pt stating that last night when she went to switch her pumps during mixing process, one of the pumps (that she was going to use) started alarming with an error message of "error 1720" post priming process. Pt wasn't able to silence it by pressing the next or stop keys, so she took the batteries out. Pt used the same pump that she was infusing with earlier for her new mix. No interruption in delivery or "se" notified. Informed pt that we will switch the malfunctioning pump out and send a replacement pump along with a return box. Sn of malfunctioning pump: (B)(4), due (B)(6) 2018. Dose or amount: 80ng/kg/min. Frequency: q 48 hours. Route: IV. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.